Manufacturer narrative:
The technician found that when the brakes were applied the account did not have the brake casters in the correct position. The technician in-serviced the account on the proper way to set the brakes to resolve the issue.

Event description:
The account alleged that the brakes would not hold. No patient impact.